Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. To be serviced by 3rd party.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device was displaying a "patient circuit disconnect" alarm.  There were no reports of patient involvement associated with the reported event.